Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm unexpected restart. A cold reset was performed (a21). The customer¿s blood glucose level was 288 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined unexpected restart. A cold reset was performed (a21). The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.